Event description:
The customer reported that during a patient event, when trying to deliver defibrillation energy to the patient, the device would not deliver the energy. Following the reported failure, the end user continued care with a backup AED device, which was standing by. The AED was reported to show a non-shockable rhythm and the patient did not survive. Additional information regarding the event has not been made available.

Event description:
Additional information received regarding the patient event: the customer reported that the patient's cardiac arrest was unwitnessed and based on the patient's spouse, his downtime was approximately 5 minutes. There was no CPR performed on the patient prior to ems arrival. The ems team noted that the patient was in a pulseless electrical activity (pea) rhythm upon arrival, then deteriorated into an asystole rhythm. The customer was unsure if the backup AED used was located in the house or if the customer needed to retrieve it form the responder's vehicle.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was able to verify the reported failure. Physio replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed defibrillation therapy cable assembly and observed an open wire within the connector portion of the cable.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and determined that the reported device failure did not contribute to the death of the patient.